Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed. Programming changes were made. The patient was asymptomatic and stable before, during, and after the event.